Event description:
During a laparoscopic cholecystectomy the surgeon noticed the back of the hook had peeled from the shard. The device was immediately removed from the patient's abdomen - a new megadyne l hook was given back onto the sterile field. No harm to the patient.